Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2366-50 serial: (B)(4) description: linear 3-6 lead, 50cm.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. It was noted that the patient no longer needed the stimulator. The physician did not suspect a device malfunction. The explanted devices were not returned to bsn as it were discarded by the medical facility.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.